Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had a cracked display window corner, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer stated that they keypad of the insulin pump stopped working while she was attempting to bolus. Customer also reported that the insulin pump returned a low reservoir alert that she attempted to clear, but was unable to due to the keypad not responding. Blood glucose level was 137 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.